Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No medical records have been provided and no sample has been returned. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial cause for the reported event. We have contacted the initial reporter to obtain add'l info and to request that a sample be returned for eval if available. If add'l info is received, a supplemental MDR will be submitted.

Event description:
Based on info reported by the pt's husband: (B)(6) 2011 - pt underwent implant of a ventrio mesh. Following the implant, the pt had a nonhealing wound that was being treated with silver nitrate and the mesh had begun to come out of the wound. (B)(6) 2012 - pt underwent surgical excision of the mesh.